Event description:
Same case as: 2134265-2011-04348. It was reported that during a coronary stenting treatment procedure, a stent dislodgment occurred. Access was obtained via the left radial artery. The physician decided to stent the left renal artery from the left radial access point. In order to reach the left renal artery from the left radial approach, the physician took two 5 french non-bsc guide catheter, cut, combined and connected them with a 4 french unknown size sheath that was cut into a small straight segment to make the guide catheter longer. A non-bsc guidewire was placed into the left renal artery with the placement of a 3.5x12mm taxus ion stent. A 3.5x16mm taxus ion stent was needed to be placed in the ostium. In an attempt to place the stent while tracking through the manipulated point of the guiding catheter, resistance was encountered at the connection point and the stent dislodged inside the guide catheter. The stent was successfully retrieved from inside the guide catheter. Another 3.5x16mm taxus ion stent was attempted to be placed in the lesion but, encountered resistance at the connection point and the stent dislodged inside the guide catheter. The stent was successfully retrieved from inside the guide catheter. The procedure was successfully completed and the patient status is well.

Event description:
Same case as: 2134265-2011-04348. It was reported that during a coronary stenting treatment procedure, a stent dislodgment occurred. Access was obtained via the left radial artery. The physician decided to stent the left renal artery from the left radial access point. In order to reach the left renal artery from the left radial approach, the physician took two 5 french non-bsc guide catheter, cut, combined and connected them with a 4 french unknown size sheath that was cut into a small straight segment to make the guide catheter longer. A non-bsc guidewire was placed into the left renal artery with the placement of a 3.5x12mm taxus ion stent. A 3.5x16mm taxus ion stent was needed to be placed in the ostium. In an attempt to place the stent while tracking through the manipulated point of the guiding catheter, resistance was encountered at the connection point and the stent dislodged inside the guide catheter. The stent was successfully retrieved from inside the guide catheter. Another 3.5x16mm taxus ion stent was attempted to be placed in the lesion but, encountered resistance at the connection point and the stent dislodged inside the guide catheter. The stent was successfully retrieved from inside the guide catheter. The procedure was successfully completed and the patient status is well.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus element/ion stent delivery system (sds). The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was not returned for product analysis. There was a kink in the distal shaft 9.5 cm from the guide wire exit notch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is 'user/ use error' as the device was reportedly used contrary to labeled indications. The ion stent system is indicated for improving luminal diameter for the treatment of de novo lesions in native coronary arteries 2.25 mm to 4.00 mm in diameter in lesions 34 mm in length. (B)(4).